Event description:
Patient is reporting swelling and pain bilaterally. Patient prescribed steroids for swelling and antibiotics for possible infection. Hospital scans were normal inflammatory/no pockets of puss.

Manufacturer narrative:
The console data was reviewed and found no malfunctions with the device that would cause patient harm.